Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by customer's mother, they received the insulin pump replacement and problem has been solved. The customer's blood glucose is correct. In addition, they have not experienced any air bubbles. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 480 mg/dl at the time of incident. Troubleshooting found that the high pressure test passed and was no alarm. Troubleshooting also found that the customer has connected to an older pump but that a new pump replacement will be provided.